Event description:
It was reported that the patient experienced a rash due to a bad yeast infection (groin, legs, and thigh areas) which had started ¿5 weeks before¿ with an reported etiology of ¿new illness¿. The patient was treated with cipro, b.i.d. For 14 days. The patient outcome was reported as resolved without sequelae (date of resolution noted as (B)(6) 2011). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v471213, implanted: 2010 (B)(6); product type lead. (B)(4).